Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test was noted. The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a failed battery test alarm. Customer stated that her doctor told her to call medtronic. Customer placed a new battery in the pump every day this week. Customer's blood glucose was 99 mg/dl at the time of the incident. Customer found neither the compartment nor the spring was damaged or corroded. Troubleshooting was performed and the customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer stated that that pump was now working. Customer will be shipped a replacement battery as a courtesy to rule out any possible issues with the battery cap. Customer was also experiencing low blood glucose for one week. Customer had a low reading of 30 mg/dl and treated with 5 pieces of candy and an 8 oz soda. Customer stated that she does not know if the pump is squirting insulin. Customer declined to continue troubleshooting.